Event description:
The pump was intentionally only filled with 20 mls of baclofen. At the first refill visit, 20 mls of baclofen was aspirated from the pump. The pt had no therapeutic effect. The pump was replaced. After the pump replacement, the pt was reported to be "ok". The pump was used to deliver compounded baclofen.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.